Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v639199, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v639199, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had ¿something that feels like a hernia¿ to the left of their implantable neurostimulator (ins) and in the upper buttocks area. It was noted that when the patient pressed on this she felt an increase in stimulation sensation. It was thought that this might be the lead wire, however it was discussed with a nurse and they were not concerned about it. It was further reported that the patient had met with a nurse shortly after (B)(6) 2013 and that this issue started 6 months prior to her appointment. Additional information has been requested but was not available as of the date of this report.

Event description:
Information received later indicated that patient received assistance from manufacturer representative and her issues were resolved. Patient indicated that she received better /more thorough information from the telephone representative.